Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00394, and 0001822565-2023-00395. Implant date: unknown date in (B)(6) 2020. Concomitant medical devices: unknown tibial insert, catalog#: ni, lot#: ni. Unknown tibial tray, catalog#: ni, lot#: ni. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a total knee arthroplasty. Subsequently, the patient is reporting pain. No revision procedure has been reported. Attempts have been made and no further information has been provided.

Event description:
Upon further assessment, no serious injury or adverse event has occurred for the patient. The initial medwatch should be voided.

Manufacturer narrative:
Upon further assessment, no serious injury or adverse event has occurred for the patient. The initial medwatch should be voided.